Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that before the operation, the patient had frequent urination, urgent urination, and difficulty urinating. After the operation, there was a significant improvement, but the improvement regressed after half a year. Currently, the symptoms are not well controlled and have returned to almost the same level before the operation, and the patient cannot urinate. The patient is very uncomfortable. After two adjustments, neither was ideal.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.